Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's longevity estimate had decreased faster than expected. The last remote transmission from (B)(6) 2016 recorded a battery voltage of 2.56 v and about 2.0 years until eri. The patient presented to the clinic for a follow-up with the battery measured 2.53 v and about 10.1 months remaining. A longevity estimate based on the data from the two checks concluded that the estimate from the follow-up appeared to be accurate, but that the remote check from (B)(6) appeared to be over-estimated by about five months. The longevity is expected to be consistent for the remainder of the device implant. The patient will continue to be followed normally.

Event description:
New information received indicated that the device was changed-out due to eri. Patient was asymptomatic and was stable before, during and immediately after the procedure.

Manufacturer narrative:
The reported field event of discrepancy in longevity estimates was confirmed in the laboratory and was due to a programmer software issue. Longevity estimation was performed, and the battery voltage was found to be within expected longevity performance.